Event description:
It was reported that when the pt removed the catheter, it broke 3" distal of the connector. The remaining distal portion of the catheter was caught by the pt above the skin and removed without intervention. No resistance was reported. No pt complications were reported.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and product evaluation. One empty, used pump along with one complete catheter and the proximal section of a second catheter attached to the distal end of the pump was received for evaluation and investigation. The best evidence indicates that catheter no.1 was cut with a sharp object, since the cut section is clean and no stretched sections were observed. Visual examination of catheter no. 2 found that it was stretched approx 2.25" away from the luer. The device history record was reviewed for the lot and all mfg operations were found to be within specification. A review of the lot history found no other complaints for the reported lot. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q-post-op pain relief system." (1303971, rev b). The pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285m rev. C). The directions for use (dfu) (1306078, rev. C) clearly provide cautions and directions on catheter removal if resistance is encountered. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.